Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation, tilting, fracture, and migration that causes injury and damage to the patient. Per the medical records, the indication was pulmonary embolus (pe) and dvt post tkr, with history including gastric bypass. The patient had a right lower lobe pe with shortness of breath and gi bleeding and venous evidence of dvt. A venocavogram revealed the renal vein position and the ivc to be free of thrombus, then the filter was deployed below the renal veins. Per the patient profile form (ppf), the patient reports ivc perforation, filter migration, tilting and fracture, with fractured filter struts retained within the ivc. The patient also reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to malfunction, including perforation, tilting, fracture, and migration that causes injury and damage to the patient. Medical records received indicate that at filter placement, the patient was status post a total knee replacement. The medical history included gastric bypass and colonoscopy. The patient had been sent home on deep vein thrombosis (dvt) prophylaxis but was found to have a significant anemia and gastrointestinal (gi) bleeding and was also evaluated due to a history of severe shortness of breath. The patient was found to have a very small right lower lobe pulmonary embolus (pe) and venous evidence of dvt. The inferior vena cava (ivc) filter was placed because of coexistent venous thromboembolism with gi bleeding. Per the implant records, using local anesthesia by intravenous (IV) sedation, the right femoral vein was accessed, and a sheath was introduced and positioned in the inferior vena cava. The vena cavagram performed showed normal origin of the renal veins without significant obstruction of visible thrombus. The cordis trapease filter was deployed in the inferior vena cava. A completion vena cavagram showed excellent position. Post placement, the patient was not placed on anticoagulation and underwent a gi evaluation including colonoscopy which showed left-sided diverticulosis. The esophagogastroduodenoscopy (egd) showed surgical changes consistent with a prior gastric bypass surgery and a small to moderate sized hiatal hernia, but no active bleeding was appreciated. The patient improved, was able to tolerate physical therapy and was discharged three days after the index procedure. According to the information received in the patient profile form (ppf), the patient reports ivc perforation, filter migration, tilting and fracture, with fractured filter struts retained within the ivc, and further experienced anxiety related to the filter. The patient became aware of the reported events approximately twelve years and ten months after the filter implantation.